Event description:
It was reported that this is the device's fourth out of box failure for volume. Used several different sets for testing and is still under infused. There was unknown patient involvement.

Manufacturer narrative:
Other, other text: b3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause. The expulsor was replaced. The service history review identified this device was last serviced in (09/2022) for the same issue. G1,g2 email is: regulatory.responses@icumed.com